Event description:
Member reports two lots giving her false reading and multiple errors, states her sugar was in the 40s but results were showing in the 70s (she bought a brand new meter thinking it was an issue with glucometer but issue persisted.)